Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium results generated on the alinity c processing module for 2 samples. The repeat results were generated on another alinity c processing module ((B)(6)). The following data was provided: sample 1: initial result = 7.2 mg/dl; repeat result = 2.2 mg/dl. Sample 2: initial result = 7.2 mg/dl; repeat result = 2.2 mg/dl. Customer¿s normal range: 1.6 to 2.6 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the alinity c processing module and performed multiple troubleshooting procedures, including part replacement and cuvette washing. However, a definitive likely cause part could not be determined. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant /erratic magnesium results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) was identified.

Event description:
The customer reported falsely elevated magnesium results generated on the alinity c processing module for 2 samples. The repeat results were generated on another alinity c processing module ((B)(6)). The following data was provided: sample 1: initial result = 7.2 mg/dl; repeat result = 2.2 mg/dl. Sample 2: initial result = 7.2 mg/dl; repeat result = 2.2 mg/dl. Customer¿s normal range: 1.6 to 2.6 mg/dl. There was no impact to patient management reported.